Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. History record review was completed for the lot # 3000516686. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. The device was returned to the factory for evaluation on 03/24/2026. An investigation was conducted on 03/31/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. A detached bracket was returned for evaluation. There were no visual defects observed on the intact returned device. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was able to be secured in position when the knob was turned clockwise. The knob did tightened the arm. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed, however, the reported failure "mechanical problem" was not confirmed. A manufacturing engineering evaluation was conducted on 05/12/2026. A mechanical evaluation was performed. The complaint device did show signs of clinical use and evidence of blood. Manufacturing engineering investigated the potential mechanical failure by attaching the complaint device on the standard blade to replicate this mechanical failure of flex link arm not being able to tighten upon turning the knob in clockwise direction. Outcome of this test showed no sign of issues with complaint device being able to attach to the standard blade, remaining in locking position, and holding tension in the flex link arm upon turning the knob in clockwise direction. The reported failure mode "mechanical problem" was not confirmed. The flex link arm was able to be tightened and the knob was not spinning freely. A visual evaluation was performed. The complaint device did show signs of clinical use and evidence of blood. Device was further evaluated to determine if there was any missing component or any other defect. Upon inspection under magnification, it was observed that the stop bracket component had detached. The stop bracket component is press fit into the side of the housing mount to secure the location of safety crimp inside the housing mount and towards the knob location. The reported failure mode of "break" was confirmed. Out of tolerance consideration: the stop bracket component is press fit into the housing mount during manufacturing per procedure mcv00000070 (om-10000 jaw and spring cap assembly). The shop floor paperwork for the om-10000 batch 3000516686 was reviewed to identify the equipment used at the jaw and spring cap assembly station. Subsequently, an oot query was performed for the date range from 01-mar-2024 to 11-mar-2026. An analysis was performed, which confirmed that no equipment used in the jaw and spring cap assembly process (work instruction mcv00000070) was out of tolerance.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure the customer attempted to tighten the knob on the acrobat-I stabilizer. A ¿crack¿ sound was heard, and a small piece broke off the stabilizer. As a result, the knob would no longer tighten and was spinning freely. The positioner was detached, the broken piece was retrieved by surgeon forceps and set aside. A new device was opened to complete the case. Unknown if there was a procedural delay. No additional incisions or procedures were required due to the reported failure. Unknown if there were harmful effects to patient.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, b6, d10, g3, g6, h2, h6, h11.

Event description:
The hospital reported that during the procedure the customer attempted to tighten the knob on the acrobat-I stabilizer. A ¿crack¿ sound was heard, and a small piece broke off the stabilizer. As a result, the knob would no longer tighten and was spinning freely. The broken piece fell onto the patients right chest area, outside the body, the broken piece was retrieved by surgeon forceps and set aside. A new device was opened to complete the case. Unknown if there was a procedural delay. No additional incisions or procedures were required due to the reported failure. Unknown if there were harmful effects to patient.